Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient received the replacement programmer but not an antenna, and they were requesting for one to be sent to them. The patient noted their healthcare provider told them to call for an antenna when they went to the doctor to get their programs set on the replacement controller. No further complications were reported.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated their device was not working. Patient then contacted patient services, where additional detail was obtained. The patient stated they did not think their controller was working, they were seeing the poor communication screen. Caller stated the batteries were dead in the controller and they thought the ins was not working. Caller reported they did not feel the stimulation and sometimes they wet their pants. The patient was sent a new patient programmer and was redirected to their healthcare provider to discuss therapy. The patient reported that their urine stinks, further noting they did not have a uti. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she didn't think that her interstim was not working right. It was noted the patient was transferred to patient services. There were no further complications that have been reported as a result of this event.